Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged necrotic tissue requiring sharp debridement was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has three pressure ulcers within proximity to bony prominences and a recent history of underlying osteomyelitis to the area that required completion of long term intravenous antibiotics. The device met specifications before and after placement with the patient. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: on (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold by the physician allegedly "because something was going on with the wound". The patient stated the physician wants to use an ointment for one week and reevaluate. No additional information was provided. On (B)(6) 2021, the following information was reported to kci by the wound care nurse: the physician noted on (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was held due to difficulty maintaining seal [location not provided]. The device was removed, but the v.a.c.® drape was allegedly left in place. Wound assessment noted "additional necrotic tissue" to both wounds, and a sharp debridement was performed. The physician ordered an alternate dressing with an antiseptic solution for one week. No further information available. The v.a.c.® dressing lot number was not available; therefore, a device history review could not be performed. On (B)(6) 2021, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci field services and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.